Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when attempting to perform fluoroscopy, a dark blue screen was displayed. The field engineer noted the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.